Manufacturer narrative:
Exact date unknown, event occurred surgery in (B)(6) 2020, a year ago prior to back surgery.

Event description:
It was reported that the patient was experiencing worsened pain. The physician replaced the ipg with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned.